Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 6/20/2019. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the lens revealed traces of ovd on the lens surfaces. The lens was cut almost completely through the center of the optic body, most likely to aid in explant. Based on the condition of the return, further analysis is not possible. The cause is known, the incorrect iol diopter was selected. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 4/5/2019 and 4/18/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 18.5 diopter intraocular lens (iol) was explanted due to the incorrect diopter being selected. The explanted iol was replaced with the same model iol of a lower diopter (17.0). There was no intervention required and the patient was doing well post-exchange. No additional information provided.